Event description:
Between the hrs of 4 am and 8 am on 1/16/97, five long-term ventilator pts experienced problems with their air-flow and subsequently developed respiratory distress. After stabilization of these pts, an internal investigation was started. The following info was discovered: new ventilator circuits with nebulizer had been installed on the vents on 1/12/97. The literature that accompanies these circuits states that this system can be used with the brand and model ventilator the facility was using. The vent circuits came equipped with an "external exhalation valve" attached to the tubing. The vents currently in use at this med ctr have an internal exhalation valve already in place. This is pt 2 of 5.